Event description:
The user facility reported that with a patient on the table in full right tilt position, the table would not respond to the table level command. The facility staff manually returned the table to a level position. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and was able to duplicate the reported issue. When the table was in the full left or right tilt positions, the table would not respond to the table level command. The service technician installed a replacement tilt cylinder, tested the table for correct function and returned the table to service. The unit was installed in (B)(6) 2012 and is not under a steris service contract.